Event description:
It was reported that the implant was removed 2 months after implantation, because it was bulging really bad. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v639997, implanted: (B)(6) 2011, product type: lead. (B)(4).